Event description:
The report from the clinical study (B)(4) pms enterprise for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with enterprise of a left internal carotid tip, and during the procedure the enterprise vrd (enc452812/lot unknown) into the prowler microcatheter (606-s255x/15268744), however something was wrong because there was no tactile feeling. Upon deploying the vrd along a target aneurysm, no positioning markers were seen under fluoroscopic control. The enterprise system was removed as a unit from the microcatheter, and it was found that there was no stent mounted on the delivery wire. Also the stent was not found anywhere in the lab. Afterward, the procedure was continued using another new vrd (enc452812/01425605) and the procedure was completed without any further issues. Two days after the procedure, a CT revealed hemorrhagic stroke in left putamen. Craniotomy with hematoma evacuation was performed for the treatment. The event outcome as of two months after onset the patient has recovered with sequel (paralysis on the right side and aphemia). According to the physician, the possible cause of the event was because the patient hadn't been able to have good control of antiplatelet agent as well as a good control of high-blood pressure. The relationship of the event to the procedure was considered to be unrelated and to the 2nd vrd was also unrelated.

Manufacturer narrative:
Please note that after further review of the reported event, it was noted that the event does not meet the criteria for reporting, and the event was not associated to the device. No further medwatch report will be forthcoming for this event.

Manufacturer narrative:
The product was new, and it was stored per labeling instructions. There was no possibility that the stent was accidentally detached. During the event, the aneurysm remained un-ruptured, and the enterprise was patent during the event. No coil or coils were protruding into the parent artery, and the stent was well opposed to the vessel wall during and after the procedure. A cd copy of the procedure was not available. The un-ruptured saccular aneurysm neck was 5.9mm, and the neck to sac ratio was 5.9mm:13.4mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.9mm. Mrs before the procedure was 0, one week after the procedure was 5, and one month after the procedure was 5. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, heparin 10000u: (B)(6) 2011. Heparin 6500u was administered intra-procedurally. The act was 109 seconds pre anticoagulation and 205 seconds post anticoagulation. Act, inr, pt, ptt during the event were unknown. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, shuttle sheath/cook, 670-266-00b(lot# 15296716), 606-s255x(ot#15268744), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior sl-10/stryker,synchro/bs, chikai/asahi intecc, hyperform/ev3, 638cs1230(lot#15251171), 638cs1030(lot#15320729), 640cf0925(ot#13500524)(total 4), 640cf0824(lot#13500408), 640cf0721(lot#13500435), v-track/terumo(total 12), deltaplush(total 12). No further information is available and procedural images are not available. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.